Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified the common compute controller (ccc) was not working and replaced it. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The vsc ccc was returned for failure analysis, and the reported insufflators disable issue was replicated and confirmed. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the root cause of the reported event was determined to be a bricked vsc ccc. .

Event description:
It was reported that prior to starting a da vinci-assisted gynecology surgical procedure, an "insufflator disabled" message appeared on the system. The customer restarted the insufflator and performed a power cycle before contacting support, but the message persisted. The technical support engineer (tse) then instructed the customer to perform a hard power cycle, but the message remained with no change. The customer decided not to use the system. The procedure was aborted to another dv system with report of patient injury.